Manufacturer narrative:
The device appeared normal prior to use, and was used as per the instructions for use (IFU), with a constant flush maintained through the microcatheter. The microcatheter had not been repositioned over the coil while the coil was deployed or partially deployed out of the distal end of the microcatheter and the microcoil was not positioned at a relative sharp angle to the microcatheter. During the procedure, 4000 iu of heparin were administered during the procedure with 2000iu units of heparin irrigation. Other coils had been placed prior to this coil; however, there was no coil entanglement related to the event. Pt identifier: (B)(6). Complaint conclusion: the device was returned for analysis; however, the proximal section of the coil was severed and not returned. The device positioning unit (dpu) and the complete introducer sheath with the attached resheathing tool were not returned. The sl-10 microcatheter was also not returned. The proximal section of the coil was severely stretched and may have incurred additional damage during its retrieval, post-procedural handling, and packaging for return. The proximal section of the coil containing the socket ruing and proximal soldered section were severed and not returned. The fracture of the coil is ductile in nature requiring external force. No material defects were found on the severed end. The distal coil section has some minor damage, but has retained its secondary winding. The most likely contributing factor to the coil becoming severed occurred during the time frame when the coil was being repositioning inside the aneurysm. The coil had to have been anchored on the coils already dwelling inside the aneurysm, on itself, on an unknown source, or on the distal tip of the microcatheter. When the anchored coil was retracted during repositioning this may have caused the coil to have fractured causing the coil to break into two pieces. However, the exact circumstances that caused the coil to fracture cannot be determined. In addition, without the return of the severed proximal section of the coil, the dpu, the complete introducer sheath with the attached resheathing tool, and the sl-10 microcatheter used in the procedure, it cannot be determined if these components contributed to the complaint event. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿caution: if unusual friction is still noticed during advancement or retraction of the microcoil system, verify flush lines are open and properly pressurized. Then slowly withdraw the entire codman microcoil system and examine for damage. Replace it with a new microcoil system. If friction still exists, withdraw and examine the delivery catheter system. Caution: if the codman microcoil system becomes immobile in the infusion microcatheter, apply a gentle push pull motion to free it. If unsuccessful, remove both microcatheter and microcoil system together as a unit and replace with new devices. Caution: if repositioning of the microcoil is necessary, carefully observe the motion of the microcoil in respect to the dpu wire while retracting the microcoil under fluoroscopy. If the microcoil movement is not one-to-one with the dpu wire, or if repositioning is difficult, the microcoil may have become stretched and could possibly break. Gently remove and discard the microcoil system. Caution: if the microcoil is positioned at a relative sharp angle to the microcatheter, a microcoil may stretch or break as it is being withdrawn. By repositioning the distal tip of the catheter at or slightly inside the ostium of the aneurysm, the microcoil may be more easily funneled back into the microcatheter.¿ a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The coil fracture was confirmed based on the condition of the returned product. The root cause of the fracture/separation could not be conclusively determined; however, procedural factors may have contributed to the complaint (i.e. Resistance, positioning difficulty). The positioning difficulty and resistance could not be confirmed. The associated microcatheter was returned and the returned portion of the coil had retained it secondary winding. Thrombus and ischemic stroke are known complications associated with aneurysm coiling and are listed in the IFU as such. There is no evidence provided in the product analysis or the review of manufacturing documentation to suggest the events were related to a manufacturing issue; therefore, no corrective actions will be taken at this time. This is an initial/final MDR.

Event description:
During coil embolization of the left internal carotid artery, the cashmere coil (crc14051230/c23057) could not be positioned in both parts of the bi-lobed aneurysm, resistance was felt during repositioning the coil, the coil ¿severed¿ and slid out of the non-codman microcatheter with part of the coil being ¿hung¿ in the vessel, and the patient developed a thrombus and a left sided ischemic stroke. There had been no resistance when the coil was first advanced through the microcatheter. The coil was 80% inside the aneurysm and 20% in the microcatheter. The physician attempted to reposition the coil when it did not position in both parts of the aneurysm and felt resistance. The reason for the resistance/friction during repositioning could not be determined. After the coil became ¿severed¿, the physician attempted to push it back into the aneurysm with a pusher wire and then with a normal wire, but without success. The coil was completely retrieved with a solitaire. The patient also developed a thrombus which was also retrieved with the solitaire. The patient had a left-sided, asymptomatic ischemic stroke that occurred at the end/after the procedure that was found during control mrt. They assumed that the vascular obliteration was the cause of the new stroke; however, the patient conditions before the coiling were not good based on the pre-existing bleeding aneurysm and hemorrhagic stroke. The procedure was delayed 45 minutes, and the coiling procedure was not completed; the aneurysm is not completely filled. It was reported that the patient was in stable condition.